Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that led to pacing inhibition. Technical services (ts) asked about the patient history to determine if another procedure or source of electromagnetic interference (emi) occurred. The health care professional (hcp) did not know, but ts recommended troubleshooting for the rv lead if no other procedure happened. This rv lead remains in service. No adverse patient effects were reported.